Event description:
Two seperate harmonic 1100 shears failed during use (har1136). Instructions on energy unit were followed to reset the instrument and continued to read "instrument failure". Lot a9811d, exp 4/30/2030. Lot a98940, exp 5/31/2030.